Event description:
On (B)(6) 2010, patient reported that last week when she attached her luer lock to the adapter/cartridge, she noticed that insulin did not flow from the end of the infusion tubing when attempting to prime. Patient stated she then noticed that she had no connected the luer lock tightly. Patient reported she saw the insulin bubble up over the insulin cartridge. She stated she cleaned out the cartridge chamber with a clean dry tissue, but did not allow the infusion device to dry out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.